Event description:
Related manufacturer report number: 2017865-2023-35796it was reported that the patient presented to in clinic follow up with loss of capture on the atrial lead and intermittent capture on the right ventricular lead. Chest x-ray showed both leads dislodged. It was suspected that dislodgement was due to twiddlers¿ syndrome. The leads were explanted and successfully replaced. The patient was stable and asymptomatic.